Event description:
It was reported that during a surgery the spider arm had an oil leakage. The procedure was completed with the same device, it is unknown if there was a delay. No patient injuries or complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. An analysis of the customer provided images appears to show oil accumulating around the battery and battery compartment. The complaint was confirmed. The root cause is associated with a seal failure. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Internal complaint reference: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider2 limb positioner was found to be leaking and additionally the battery power ran off quickly. It is unknown whether the event happened during surgery and if there was a patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.